Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Dentsply was able to verify the reported complaint through testing. The returned handpiece did not meet specifications for speed control or cut performance. Poor lubrication practices were evident in the head cavity which most likely caused lodging of the outer race of the set inside of the cap which led to set instability. This frictional contact most likely led to the heating of the cap area and failure of all cut testing and ball pocket wear/cracking of the cap end bearing retainer. All components looked dry with no sign of lubrication. Root cause code: ct9, cartridge, maintenance/debris.

Event description:
In this event a doctor reported that an atc handpiece overheated. There was no injury or intervention.